Event description:
Boston scientific received information that during a follow up it was noted that this leads pacing impedances were out of range. It was noted that the pace/sense portion of this lead failed with both bipolar and unipolar configuration. It was noted that the pacing impedances had increased since (B)(6) 2013. A lead fracture was detected on x-ray. A revision was planned, but the patient's family did not want the procedure to take place due to the patients status and age, thus the patient will be monitored and the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.